Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. During the evaluation, an error "e216" intermittently occurred due to a cable failure. Additional evaluation findings are as follows: 1.) The cable was noted cut and the tracks affected by moisture; 2.) Leakage was found near the head packing. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during preparation for use for an intended therapeutic laparoscopic surgery procedure, an e216 (scope communication error) appeared after connecting the olympus hd 3cmos camera head to the olympus, model otv-s300, visera elite ii video system center. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a faulty cable was confirmed. Therefore, it was likely that the reported phenomenon, ¿e216 (scope communication error)¿, occurred because the video function did not work properly due to a faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.